Event description:
This case was reported by a consumer (daughter of pt) and described the occurrence of anemia in an (B)(6), female, pt who received super poligrip original denture adhesive cream ((B)(4)) for denture adhesion. A physician or other health care professional has not verified this report. Concurrent medications included fixodent, centrum silver, calcium with vitamin d (calcium + d), prilosec otc, ascorbic acid (vitamin c), memantine hydrochloride (namenda), irbesartan (avapro), montelukast sodium (singular), metoclopramide and alprazolam (xanax). Pt has had medical illness of stomach ulcers with residual scarring (1970's), fractured right wrist ((B)(6) 2009), osteoporosis (unknown onset). Surgeries include: total abdominal hysterectomy (1970's), breast biopsy (1980's), fractured right hip with pinning (2004), cataract surgery on both eyes (1990's). On an unknown date, the pt started super poligrip original. At an unknown time after starting super poligrip original, the pt experienced anemia. Bloodwork drawn (B)(6) 2009, revealed anemia. On (B)(6) 2009, the pt was apprised of the laboratory values and told to go to the emergency room. The pt was hospitalized for 4 days. A colonoscopy, endoscopy, a procedure to dilate the esophagus, and blood work was performed during the hospital stay. Pt was discharged on (B)(6) 2009. The pt was treated with 4 units of blood, iron salt (iron) and nitrofurantoin (macrodantin). Treatment with super poligrip original was continued. At the time of reporting, the event was unresolved. Pt has been using super poligrip and fixodent for 40-45 years alternating between the two products. Pt is relating only the episode of the anemia to the use of the super poligrip. Super poligrip original is manufactured in (B)(4). The lot number for this product is available; however, it is unknown whether the product will be returned for quality assurance testing. (B)(4).